Event description:
It was reported that the same day post implant, the right ventricular (rv) lead dislodged. The lead was advanced to a new distal position in the rv and secured in place. The lead remains in use. No patient complications have been reported as a result of this event.